Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the patient's stimulation only helped for the first couple of months, just like all of the other therapies and now the patient was considering laser surgery. As a result the patient had no symptom control in the lower back. It was unknown if it was a sudden or gradual change in therapy. Additional information received from the consumer reported the patient did not know the circumstances that led to the stimulation no longer helping. The pain just found its way around it. No steps were taken to resolve the stimulation not helping. It was noted the patient had laser surgery on his back. Relevant medical history included post lumbar laminectomy syndrome and spinal pain.